Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing detached/broken at the site connector and this issue began on (B)(6) 2021. This issue occurred with eight infusion sets. Therefore, her blood glucose level was between 100-250 mg/dl at the time of the event and the infusion set had been used for approximately one day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.